Manufacturer narrative:
Product analysis #(B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: plasmablade¿ tna ¿ adenoid tip ¿ product number: ps300-003 ¿ lot number: 0210036374 ¿ expiration date: 2018-09-01 ¿ quantity returned: 2 testing performed: visual inspection: ¿ device packaging inspection: ¿ four returned plasmablade¿ adenoid tips were received inside a fedex shipper box within a single biohazard bag with brown paper to fill the negative space. ¿ no device handles were returned with the adenoid tips. ¿ the adenoid tips will be labelled as adenoid tip # 1- adenoid tip # 2 ¿ adenoid tip # 3 and adenoid tip # 4 for traceability, figure # 1 and figure # 5. ¿ adenoid tip # 1 and adenoid tip # 2 will be assigned to this pe # 701192392 and adenoid tip # 3 and adenoid tip # 4 will be assigned to pe # 701192393 since all four tips were in the same bag and therefore are indistinguishable. ¿ no original packaging was returned therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the adenoid tips that were returned as the reported complaint, device, adenoid tips. ¿ device visual inspection: ¿ adenoid tip # 1: ¿ device handle was not retuned with the plasmablade¿ tna adenoid tip. ¿ tna adenoid tip is used with excessive eschar and tissue build-up on the electrode wire and electrode housing as well as the electrode housing exhibits melting. ¿ suction opening is excessively occluded with tissue and coagulum build-up. ¿ tna adenoid tip electrode wire is fractured and detached from the electrode tip housing on one side which visually relates to the reported complaint description, figure # 3 and figure # 4. ¿ see reference new adenoid tip for comparison, figure # 2. ¿ adenoid tip # 2: ¿ device handle was not retuned with the plasmablade¿ tna adenoid tip. ¿ tna adenoid tip is used with excessive eschar and tissue build-up on the electrode wire and electrode housing as well as the electrode housing exhibits melting. ¿ suction opening is excessively occluded with tissue and coagulum build-up. ¿ tna adenoid tip electrode wire is fractured and detached from the electrode tip housing on one side which visually relates to the reported complaint description, figure # 7 and figure # 8. ¿ see reference new adenoid tip for comparison, figure # 6. Functional inspection: functional inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0210036374 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. The returned plasmablade¿ tna adenoid tips reveal evidence of electrode fracture and melting of the tip housing. Improper cleaning and use contributes to this failure mode. This complaint has been seen in the past and been addressed through situation analysis 13-90-0014 and CAPA - (B)(4). This complaint will be tracked and trended within gch. Device codes : c62973 patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Shortly after the start of an ent case, the staff noted that the housing of the device became clogged with tissue and the wire broke. The wire was connected on one side of the device housing. A second device from the same lot was utilized and the same failure occurred. It is unknown how the case was completed but, there was no patient impact.